Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, while injecting contrast medium to the catheter, a leak was noted in addition to a crack in the strain relief. The procedure was completed with another device.